Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012793823-025 was returned and analyzed. During visual inspection of th e shaft and handle, no anomalies were identified. A knotted and inverted array were observed. The catheter was reprogrammed and passed performance testing with a generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Deflection testing (rotating the steering knob clockwise and counterclockwise) was performed, and the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks or other anomalies were observed along the extended portion. Electrical continuity testing revealed an open loop on the wire of electrode 2. During further inspection of the array, the wire of electrode 2 was observed to be broken. In conclusion, the reported array inversion and knot were confirmed during analysis. The catheter failed the returned product inspection due to the knot, inversion, and the broken electrode wire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, a catheter array inversion and a knot occurred in the catheter. The c ustomer attempted to resolve the knot using a maneuver without resolution. Also the catheter could no longer be fully retracted into the sheath. The sheath and catheter were carefully removed, and the catheter was inspected outside the patient. The knot was only successfully resolved using hands, and the catheter was found to be severely damaged. The procedure was successfully completed with pulsed field ablation beforehand, and the issue occurred after all deliveries had already been made. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.